Event description:
It was reported that during a surgical procedure the device magnet mode operation was not sustained. It was further noted that there was no surgical interference and that the magnet had not moved per the clinician's assessment. A new magnet was placed over the device and the unexpected magnet mode operation continued. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.